Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions, ltd.; 3005278776), and the (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. The production history files were reviewed, indicating that the device was released according to the product specs. The device was returned and evaluated. No failure was detected and the ring was found to be within its specs. Since the device is water-tight sealed and was found to meet its specs, the positive bubble test most probably indicates a failure in the surgical technique and is not related to the device. A defect detected at this stage (positive leak test) usually enables immediate intraoperative repair or strengthening of the anastomosis or anastomotic area and is not correlated with an increased risk of future anastomotic leaks.

Event description:
A positive leak test was reported in a pt who underwent an open lar procedure due to malignant rectal cancer: "laceration of rectal stump, distal nut was not complete, leak test performed to the rectal stump was positive. A re-do anastomosis was performed using ils 29mm."